Manufacturer narrative:
(B)(4) date sent: 9/29/2016. Batch # (B)(4). Additional information was requested and the following was obtained: did any pieces fall into the patient? No. If yes, were they retrieved? Will all pieces be returned with the device? Yes. If no, were the discarded? The analysis results found that a sr75 reload was received with the right gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, one of the wings of the reload was found to be detached before loading to the stapler. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.